Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d10 concomitant added. D4 lot added. D9 date device returned to manufacturer added. H4 device manufacture date added. H3, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that xpdm quick-con si poly scwdrvr was found with signs of general corrosion on the surface of the device. No other issues were identified. A dimensional inspection for the xpdm quick-con si poly scwdrvr was not performed as it is not applicable to the complaint condition. Where corrosion/oxidation is identified around the cutting surface of the device, alongside damage consistent with normal wear, this suggests that the passive layer of the metal has been worn down from repeated use (due to normal use damage) allowing for the metallic surface underneath to become susceptible to corrosion/oxidation. Therefore, the potential cause of the observed corrosion/oxidation is consistent with the device reaching the end of its useful life. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the xpdm quick-con si poly scwdrvr would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a review of the receiving inspection (ri) xpdm quick-con si poly scwdrvr, was conducted identifying that lot number was 0209mi released in twelve batch. Batch 1: lot qty of (B)(4) units were released on 09 apr 2009 with no. Discrepancies. Batch 2: lot qty of (B)(4) units were released on 09 apr 2009 with no. Discrepancies batch 3: lot qty of (B)(4) units were released on 28 apr 2009 with no.discrepancies. Batch 4: lot qty of (B)(4) units were released on 14 may 2009 with no. Discrepancies. Batch 5: lot qty of (B)(4) units were released on 14 may 2009 with no. Discrepancies. Batch 6: lot qty of (B)(4) units were released on 28 apr 2009 with no. Discrepancies. Batch 7: lot qty of (B)(4) units were released on 05 jun 2009 with no. Discrepancies. Batch 8: lot qty of (B)(4) units were released on 14 may 2009 with no. Discrepancies. Batch 9: lot qty of (B)(4) units were released on 14 may 2009 with no. Discrepancies. Batch 10: lot qty of (B)(4) units were released on 25 jun 2009 with no. Discrepancies. Batch 11: lot qty of (B)(4) units were released on 05 jun 2009 with no. Discrepancies. Batch 12: lot qty of (B)(4) units were released on 25 jun 2009 with no. Discrepancies supplier; (B)(6). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Corrected data: d4 primary UDI number updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the instrument was discovered to be rusty upon a regular tray inspection. The rust cannot be reached with a cleaning brush as it is in an awkward place to reach. There is no patient involvement. This report involves one (1) expedium spine system quick connect si poly driver. This is report 1 of 1 for (B)(4).